Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power, a21 error test, basic occlusion, occlusion, prime test and excessive no delivery test. No failed battery alarm noted. Device was received intermittent button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Stated she was trying to bolus for high blood glucose and buttons were unresponsive. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was not able to resolve the issue. Customer mentioned that her bg was 95 mg/dl at the end of the call. The device was returned for analysis.